Event description:
It was reported that there was a problem with the patient programmer and the patient couldn¿t adjust stimulation with the antenna attached. The patient was able to decrease during the time of the report with the antenna removed. The patient was not able to adjust stimulation. The patient was able to turn stimulation on or off with the recharger. It was reported that stimulation was too high and the patient needed to lower it. This had been occurring the past couple of weeks prior. The patient had a very serious eye surgery so very little sight, they thought that was the issue and the day of the report the patient was able to see the screen. It went fast and got uncomfortable. The patient tried to turn it down. The patient was having random stimulation when walking, laying, sitting or in any position. Stimulation surged which started a month prior once in a while. About two weeks prior the surge had progressively started to be more frequent and spikes up way high to 4.5 volts and the patient would decrease stimulation but it didn¿t seem to hold. The patient had cataract surgery about ¿(B)(6)¿ and went back to the emergency room for the eye on (B)(6). Since then stimulation had progressively increased. The patent was having eye problems and couldn¿t see well to use the patient programmer. The programmer wouldn¿t do telemetry with the antenna. The implantable neurostimulator (ins) took off at time randomly with her stimulation. No patient harm reported. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), im planted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n451458, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).